Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the phaco handpiece became hot. The case was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
The customer declined servicing. There was no further information obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. The customer plans to purchase new handpieces and may upgrade to the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on january 2, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).